Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic and perineal'), menorrhagia ('menorrhagia/heavy periods'), genital haemorrhage ('abnormal bleeding (general)'), abdominal adhesions ('surgery (other) type of surgery: lysis of bladder adhesions'), uterine prolapse repair ('surgery (other) type of surgery: uterosacral ligament suspension') and asherman's syndrome ('other injury(ies) or complication please describe: asherman¿s syndrome') in a 35-year-old female patient who had essure (ess205) (batch no. 12280978) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included ibuprofen. The patient's previously administered products included for an unreported indication: wellbutrin and progestin. Concurrent conditions included obesity, cesarean section, cramp in lower abdomen and back pain. Concomitant products included biotin. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient started ibuprofen 600 mg at an unspecified frequency. In (B)(6) 2006, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2006, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced alopecia ("hair loss"). In 2009, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 10 years 3 months after insertion of essure (ess205). On (B)(6) 2017, the patient experienced asherman's syndrome (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal adhesions (seriousness criterion medically significant), night sweats ("hormonal changes describe: night sweats"), dizziness ("neurological conditions or problems type: dizziness"), abdominal pain ("central abdomen") and adnexa uteri pain ("ovaries pain") and underwent uterine prolapse repair (seriousness criterion medically significant). The patient was treated with surgery (ablation, salpingectomy (bilateral removal of fallopian tubes), hysterectomy and lysis of adhesions). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal adhesions, uterine prolapse repair, asherman's syndrome, night sweats, vaginal haemorrhage, headache, dizziness, dysmenorrhoea, dyspareunia, fatigue, weight increased and alopecia outcome was unknown, the migraine was resolving and the abdominal pain and adnexa uteri pain had resolved. The reporter considered abdominal adhesions, abdominal pain, adnexa uteri pain, alopecia, asherman's syndrome, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, night sweats, pelvic pain, uterine prolapse repair, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. Hysterosalpingogram: in (B)(6) 2016: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : dysmenorrhea, asherman's syndrome, headaches, night sweats. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2019: quality safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain pelvic and perineal"), menorrhagia ("menorrhagia/heavy periods"), genital haemorrhage ("abnormal bleeding (general)") and asherman's syndrome ("other injury(ies) or complication please describe: asherman¿s syndrome") in a 35-year-old female patient who had essure (ess205) (batch no. 12280978) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included ibuprofen. The patient's previously administered products included for an unreported indication: wellbutrin and progestin. Concurrent conditions included overweight, cesarean section, cramp in lower abdomen and back pain. On an unknown date, the patient started ibuprofen 600 mg at an unspecified frequency. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6), the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6), the patient experienced fatigue ("fatigue"). In (B)(6), the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6)2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 10 years 3 months after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), night sweats ("hormonal changes describe: night sweats"), dizziness ("neurological conditions or problems type: dizziness"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), asherman's syndrome (seriousness criterion medically significant), abdominal pain ("central abdomen") and adnexa uteri pain ("ovaries pain"). The patient was treated with surgery (ablation and salpingectomy (bilateral removal of fallopian tubes), hysterectomy). Essure (ess205) was removed on (B)(6)2017. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, night sweats, vaginal haemorrhage, headache, dizziness, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia and asherman's syndrome outcome was unknown, the migraine was resolving and the abdominal pain and adnexa uteri pain had resolved. The reporter considered abdominal pain, adnexa uteri pain, alopecia, asherman's syndrome, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, night sweats, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. Hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : dysmenorrhea, asherman's syndrome, headaches,, night sweats, most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received. Lot number and lad data added. Concomitant medication and condition added. Events : menorrhagia, abnormal bleeding (general), hormonal changes describe: night sweats, abnormal bleeding (vaginal), migraines, headaches, neurological conditions or problems type: dizziness, dyspareunia (painful sexual intercourse), fatigue, weight gain / loss specify which one: weight gain, hair loss, injury(ies) or complication please describe: asherman¿s syndrome, central abdomen, ovaries pain were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain pelvic and perineal"), menorrhagia ("menorrhagia/heavy periods"), genital haemorrhage ("abnormal bleeding (general)"), abdominal adhesions ("surgery (other) type of surgery: lysis of bladder adhesions"), uterine prolapse repair ("surgery (other) type of surgery: uterosacral ligament suspension") and asherman's syndrome ("other injury(ies) or complication please describe: asherman¿s syndrome") in a 35-year-old female patient who had essure (ess205) (batch no. 12280978) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included ibuprofen. The patient's previously administered products included for an unreported indication: wellbutrin and progestin. Concurrent conditions included obesity, cesarean section, cramp in lower abdomen and back pain. Concomitant products included biotin. On an unknown date, the patient started ibuprofen 600 mg at an unspecified frequency. On (B)(6) 2005, the patient had essure (ess205) inserted. In january 2006, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In february 2006, the patient experienced migraine ("migraines") and headache ("headaches"). In january 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In february 2009, the patient experienced alopecia ("hair loss"). In 2009, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In march 2010, the patient experienced fatigue ("fatigue"). In 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On 23-feb-2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 10 years 3 months after insertion of essure (ess205). On (B)(6) 2017, the patient experienced asherman's syndrome (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal adhesions (seriousness criterion medically significant), night sweats ("hormonal changes describe: night sweats"), dizziness ("neurological conditions or problems type: dizziness"), abdominal pain ("central abdomen") and adnexa uteri pain ("ovaries pain") and underwent uterine prolapse repair (seriousness criterion medically significant). The patient was treated with surgery (ablation, salpingectomy (bilateral removal of fallopian tubes), hysterectomy and lysis of adhesions). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal adhesions, uterine prolapse repair, asherman's syndrome, night sweats, vaginal haemorrhage, headache, dizziness, dysmenorrhoea, dyspareunia, fatigue, weight increased and alopecia outcome was unknown, the migraine was resolving and the abdominal pain and adnexa uteri pain had resolved. The reporter considered abdominal adhesions, abdominal pain, adnexa uteri pain, alopecia, asherman's syndrome, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, night sweats, pelvic pain, uterine prolapse repair, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. Hysterosalpingogram - in february 2016: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : dysmenorrhea, asherman's syndrome, headaches,, night sweats, most recent follow-up information incorporated above includes: on 14-may-2019: pfs received. Concomitant medication added. Event : surgery (other) type of surgery: lysis of bladder adhesions, uterosacral ligament suspension were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure implant). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.